Event description:
The user facility reported that the device overheated and the patient was burned with the device. Attempts were made to obtain additional information about the event; no further information was received at this time, if any additional information becomes available an updated reported will be submitted.

Event description:
The user facility reported that the device overheated and the patient was burned with the device. Attempts were made to obtain additional information about the event; no further information was received at this time, if any additional information becomes available an updated reported will be submitted.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.